Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the device had a broken atrial port, and noted that the hanger assembly was contaminated, and there were wear marks on both display wires without compromise to the insulation. All found defective parts were replaced and all other identified issues were resolved.

Event description:
It was reported that the atrial port of the external pulse generator (epg) was damaged. The epg has been returned for repair. There was no patient involvement.